Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: no evidence of moisture was observed prior to opening the pump. A leak test was performed and failed due to a case crack leak. A crack was noted in between the case seal and the keypad cover. The pump was opened up and evidence of moisture was found on the main printed circuit boards and on the force sensor plate.